Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, the reported migration appears to be related to procedural conditions (nosecone interaction with valve during delivery system removal). The reported surgery was the result of case-specific circumstances, as a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant using a large flexnav delivery system and a large loading system. Pre-dilatation was performed with a 20mm maxi cordis balloon. The patient's native annular dimensions were annulus diam = 22.6mm, area = 406.9mm2, perimeter = 73.3mm, lvot = 21.8mm. The implant depth at 80% was 4mm. There was sufficient calcium to allow anchoring of the navitor valve and the aortic angle was 59 degrees. The delivery system was in neutral position and all 3 tabs of the navitor valve were confirmed to have successfully released. Therefore, the navitor was implanted. However, the nosecone was not in a midventricular position and during pull back of the flexnav, the nosecone touched the valve and the navitor popped up and migrated towards the aorta. The navitor was pulled back by a snare and a second 27mm navitor valve was implanted via valve-in-valve. Post-dilatation was not performed. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.